Event description:
The caller reported an alarm 2 associated with a recurring occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge and resumed their insulin therapy.